Event description:
It was reported that this pacemaker recorded an alert for atrial automatic threshold detected as greater than programmed amplitude or suspended. It appears that this same alert has appeared in the past and the message has been reset, allowing it to be reported again. It was recommended for a next time that the alert appears that a fixed right atrial lead output be programmed. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.